Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: run data file analysis confirmed an rbc spillover during the pas addition process with no alerts or product verification messages generated. By system design before pas is added to the platelet product bags the channel line clamps are verified to be closed, pas is verified to be connected when prompted, and pas is verified to be flowing properly. After pas is confirmed to be flowing properly, pas is used to clear the cassette fluid pathway before being added to the platelet product bags. Following this process, the system uses the signals from the rbc detector to verify the cassette was cleared out properly and will flag the product for verification if not properly cleaned out. These signals are also used as a baseline to compare against for any changes that may occur during the addition of pas into the platelet product bags. Run data file analysis showed all checks passed and the cassette appeared to have been cleaned out properly. Although all signals in the run data file appeared normal before pas was added to the platelet product bags, shortly after the platelet valve opened to send pas to the platelet product bags, an unexpected change in signals was observed. However, this deviation was not significant enough to trigger alarms or product verification messages. This failure has been elevated to the software team. Run data file analysis did not show a conclusive root cause for this failure. It is possible, though not conclusive, the platelet and/or plasma channel line clamps may have opened or shifted shortly after the platelet valve opened to add pas to the platelet product bags. It is also possible, though not conclusive: pas wasn¿t connected properly the pas line filter wasn¿t primed adequately the pas bag frangible was not broken correctly or reseated after pas flow was verified by the reservoir the yellow clamp on the pas line was not opened fully or the line became kinked after pas flow was verified by the reservoir if pas cannot flow as expected, the pumps may pull any remaining contamination above the channel line clamps into the bags. This report is being filed past the 30 day timeframe due to an internal processing error. A nonconformance has been created to evaluate.

Event description:
The customer would like the run data file investigated to determine a possible cause for the overflow into the platelet concentrate when the additive solution was added. All clamps were properly engaged, no other issues identified. No alarms or warning massages displayed any stages of setting up, priming, donating or adding pas or completion. No patient (donor) was connected at the time of the event, therefore no patient information is reasonably known at the time of the event the platelet collection is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.